Manufacturer narrative:
MFR's report date: 02/10/2011. (B)(4). The device was received. Investigation is not complete. A f/u will be submitted with any relevant info.

Event description:
Customer reported over infusion of insulin. On (B)(6) 2010 at 2300, pt's blood sugar was 141. Insulin drip was started at 5.7 ml/hr, to be titrated to blood sugar. At midnight the insulin rate was decreased to 2.8 ml/hr. At 0100 the blood sugar was 159 and the insulin was turned off. At around 0130, d5ns with 40 meq of kcl was started at 150 ml/hr. Around this time the insulin was restarted (rate unk), the nurse encountered several ail alarms in the insulin setup and responded to the alarms by clearing visible air. At 0200 the blood sugar was still 113, the insulin was decreased to 2 ml/hr. At this time she noted that the insulin bag was empty, so she called the pharmacy to get a new bag. At 0230 she hung the new bag of insulin and set a rate of 2 ml/hr. She watched the drip chamber for a few moments and saw that it was dripping very fast, so she stopped the infusion. The pt's blood sugar was 96, and subsequent blood sugars continued to fall. At 0330 the blood sugar was 61, the pt was given d50, the blood sugar was back up to 214 at 0400, and at 0430 the blood sugar was 151. At 0630 the insulin drip was restarted on another pump, the original system (pcu with 2 lvps) was removed and sent to biomed.